Event description:
This ra lead was implanted on (B)(6)2001. A call to technical services on 7/24/12 states that there may be an ra lead issue. They are running paper real time and there are ap but no atrial pacing spike on the a egm. The physician was dr. Viiareal at piedmont cardiology. They think the atrial lead may have dislodged. Impedance has dropped to less than 200 ohms. Patient is pacer dependent, so there are no intrinsics to measure in the a. They may be doing a reposition. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).